Event description:
On (B)(4) 2013, it was reported that the display on the patient's infusion device has areas that go dark and obscure the information shown and at other times the screen becomes very bright on its own. It was also reported that the threads to the adapter have become worn down and causes insulin to leak into the cartridge compartment. The leak has caused the patient's blood glucose level to become elevated. The patient's mother spoke to her doctor and was advised to call about the problem. The patient has switched to her back-up device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. (B)(4).